Event description:
It was reported that during a ptca treatment procedure, the quantum maverick monorail 12/3.0 mm balloon ruptured at 12 atms on the second inflation. The number of atms reached on the initial inflation is unk. The pt was asymptomatic during this event. The lesion being treated was a 90% stentotic lesion in the proximal left anterior descending coronary artery. The physician used a 8f launcher jl4sh guide catheter to cross the lesion. The quantum maverick monorail balloon was removed and replaced with another balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.